Event description:
In 2006, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm and a right common iliac artery aneurysm. An intraoperative angiogram revealed that the trunk-ipsilateral leg component had unintentional covered the patient's right renal artery. The physician attempted to reposition the trunk-ipsilateral leg component with an aortic occlusion balloon without success. The patient tolerated the procedure.

Manufacturer narrative:
The devices remain functioning in the patient. A review of the manufacturing paperwork is being conducted. Please note: two gore excluder aaa endoprosthesis contralateral leg components (pxc121400/lot#04364947 and pxc161000/lot#03786245) and a gore excluder aaa endoprosthesis iliac extender component (pxl161207/lot#04345233) were also implanted.